Manufacturer narrative:
Technician found bed with the damaged siderail from the account. The siderail was not able to latch in the up position. Replaced the center arm siderail at the intermediate siderail assembly to resolve this issue.

Event description:
Information alleged that the siderail was not able to latch in the up position.